Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was initially performed without incdient on 5/6/98. Approx seven months post procedure, the pt returend with inflammation and vaginal deiscence of the sling material. The sling was removed on 11/11/98 without incident. The pt remains continent. No further info regarding the circumstances surrounding this event are available. The device has not been returned by the user facility. Therefore, no failure analysis is available. Directions for use outline as potential complications: "loss of suture support may produce dehiscence at the implant wound site."